Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. No code available; (3191) is used to capture (device revision or replacement and blood heavy metal increase).

Event description:
After review of medical records, it was indicated that the patient has pain and bone loss. X-ray results mark osteolysis. The patient was then revised for failed left total hip replacement secondary to metal-metal disease. Operative notes reported that there were noted to be corrosive changes at the neck and head junction. There were noted to be corrosive changes at the neck and head junction as well as a pseudo tumor reaction or corrosion changes at the junction of liner and shell. There was a significant amount of pseudo tumor in the area of lysis.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle mom litigation records received alleging injury, tissue damage, inflammatory action, bone loss, necrosis, gigantic pseudotumorous reaction, osteolysis, constant pain and suffering and loss of mobility in the right leg and hip. Doi: (B)(6) 2007; dor: (B)(6) 2019; (left hip).

Manufacturer narrative:
UDI: (B)(4). (B)(4) used to capture medical device removal..

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: d2b, h6(health effect- clinical, impact code, medical device problem code), g4 (PMA)